Event description:
The customer's father reported that he removed a pod from his son around 11:00 pm due to a hazard alarm and applied a new one. When his son woke up the next morning around 5:00 am, about six hours later, his blood glucose read "high" (>500 mg/dl). They removed the device and gave a manual injection for correction. The father stated that the needle mechanism fired and the cannula deployed after he had removed the pod from his son.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire correctly and deploy the cannula or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.